Manufacturer narrative:
Evaluation summary: the gauge as received was at 0atm. Fluid was visible in the syringe body confirming use. The stop cock was not attached to the inflation line. During functional testing the device aspirated water normally into the syringe body. During vacuum tests the needle remained stuck in the same position of 0atm. The needle did not move, but pressure could be applied without issues. At one point during pressurization the needle moved slowly to maximum pressure 30atm, when the plunger was pulled back the needle moved back slowly and stopped at 15atm and then moved slowly to 0atm. No leaks were detected during pressurization of the everest. The device maintained pressure for 3 minutes. Special visual attention was given to the movement of the needle, the needle failed to move back to red on the dial. The gauge was removed from the syringe body and no visual damage was noted to the outer body of the gauge, the presence of glue like material was noted in the gauge bore and the metal surface.

Event description:
An everest inflation device was removed from its packaging, inspected and prepped with no issues noted. Negative prep was performed on a balloon successfully. During use, the needle on the everest device responded properly during inflation and the balloon was inflated to 12 atm. It is reported that there was no level of used pressure shown on the device dial during deflation, although the balloon deflated properly. The needle didn¿t move at all while the balloon was deflated. The device was changed for another everest device and no further issues were noted. No patient injury was reported.

Manufacturer narrative:
Further analysis: material was found to be a polyester-based polyurethane. Such compounds may be used as adhesives, although may be used in a wide range of other applications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.